Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Keiran, j.c.p., tiange, l, dean, e. (2025). Next-generation minimally invasive surgical therapies for benign prostatic hyperplasia: innovations, selection, and best practices-- a review from european association of urology endourology. Current opinion, 0963-0643, 6. Doi:1o.l097/mou.oooooooooooo1335. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the current opinion journal that a prospective study was conducted in order to provide a comprehensive overview of the latest minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph), including patient selection criteria and clinical practices, aiming to clarify optimal treatment strategies from the perspective of personalized medicine. This review provides a timely synthesis of mists, highlighting innovations in technique, key anatomical considerations, and evolving strategies for patient-centered care in the modern clinical setting. The mists modalities that are reviewed in this article include urolift, rezum, the temporarily implanted nitinol device, optilume bph, transperineal laser ablation, and prostatic stents. Postoperative complications for rezum included dysuria, hematuria, urgency and retreatment. No further patient complications were reported for rezum.